Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm4) was returned for failure analysis, and the reported failure was confirmed and replicated. In system logs, a 26015 error was found indicating a wiggle test advisory error pointing to the yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house patient side cart fixture test platform (pftp) where the unit failed brake release and brake hold on the yaw axis, replicating the reported event. The complaint was confirmed based on failure analysis. Failure analysis has concluded that the yaw motor module was found to be the root cause of the reported event. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified to starting procedure - post-anesthesia/prior to port placement with no injury to the patient.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted ventral hernia ipom surgical procedure, the universal surgical manipulator (usm4) exhibited sticking and was not smooth to manipulate. The procedure was completed as planned.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm4) due to a sticky arm. The system was tested and verified as ready for use. Isi has received the usm4 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.